Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that there was an intra-operative issue with the implant. The tibial insert did not fit onto the tibia and appeared different to standard implant. Another implant was used instead successfully. There were no complications to the patient.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary intra-operative issue with the implant tibial insert did not fit onto the tibia and appeared different to standard implant suggesting manufacturing defect. Another implant was used instead successfully. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (B)(4) - new product complaint. The photographs attached were reviewed, however they do not represent the reported product complaint. However, based on the observations of the attune ps fb insrt sz 7 5mm, it is reasonable to conclude that a difficulty/inability to mate the insert with the tibial component occurred following multiple insertion attempts. The device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed based on the observed condition of the attune ps fb insrt sz 7 5mm. The unknown knee tibial tray would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.